Event description:
The manufacturer's service facility reported a vent inop occurrence during a training session. The ventilator was not in use therefore there was no patient involvement or harm. The service technician replaced the gas delivery system to correct the reported event. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced.

Manufacturer narrative:
Gas delivery system.